Event description:
It was reported that an x-stop device was implanted at level l4/5 in a pt enrolled in a (B)(6) study. It was reported that the pt had the x-stop device removed on (B)(6) 2008 and a laminectomy, medial facetectomy, and foraminotomy were performed at the same time. No other info is available.

Manufacturer narrative:
Method - follow up conversation with company rep. Conclusion: based on the results of the evaluation, there are no functional or visual issues with the device.